Event description:
Healthcare professional reported rupture. Device has been explanted and replaced. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture. Healthcare professional later reported right side capsular contracture baker grade IV," absence of breast". Device has been explanted and replaced. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed a broken striated assessed as to surgical damage in all the shell, also observed non-penetrating nicks striated on the device and observed, a separation between the shell and patch, it¿s considered a workmanship according to qa199.04 rev14.0 with the code (ss). Additional observations: ¿ black particles observed in the surface of the shell. ¿ crease flat observed in the device.